Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Medical treatment was sought for embedment of one earring. Doctor surgically and was prescribed antibiotics.